Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with abbott specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an amplatzer amulet left atrial appendage occlusion procedure, st-elevation was noted while the 12f amplatzer torqvue 45x45 delivery sheath was being placed into the left atrial appendage. The patient became bradycardic and required resuscitation with implantation of a temporary pacemaker. The st-elevation gradually diminished. A coronary angiogram was performed; however it was negative for coronary artery blockage. According to the user, a transient air embolism was the most probable cause although no clear cause for the possible embolism or event could be identified. The procedure was aborted and the patient's condition stabilized. Surgical closure will be evaluated after recovery.